Event description:
The customer reported that there were scratches on the pump screen and body, and the serial number on the pump's back was worn off, making it difficult to unlock or see the screen. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and additional information was unavailable due to this decision.